Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture, pain in lower quadrant about the 6 o'clock position. Change in size and shape at the top". This record is for the left side. Device remains implanted.